Event description:
The pump was set up for use on a pt in 2009. Three days later, we were notified that the pump would no longer turn on. Pump failed to power on despite operation attempts on battery and also while plugged into outlet. Pump failure confirmed upon receipt of pump back to company. Prior to pump delivery, pump passed operational test per manufacturer protocol. Resulted in a break in therapy for the pt for several hours. Genadyne employee was sent to company site to evaluate, he determined this was due to a broken pressure sensor.